Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with off no power anomaly and failed battery test. The customer's blood glucose level was reported to be 177mg/dl. It was reported that it was the second occurrence of off no power alarm in less than 24 hours. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected off no power, failed battery test or low battery alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and cracked reservoir tube lip.